Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced dizziness and tremors while the cgm was reading 81 mg/dl. A blood glucose reading was checked and it was 37 mg/dl. The patient´s spouse called an ambulance and the patient was treated with IV sugar solution and food. At the time of the report, the patient was feeling well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.